Event description:
It was reported that the patient went to the emergency room. T wave oversensing of the right ventricular lead was noted. The lead sensitivity was reprogrammed. Also noted was far field r wave oversensing on the atrial lead. The atrial and right ventricular leads remain in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.